Event description:
It was reported that the patient with this right atrial (ra) lead was surgically revised and experienced muscle twitching at night when sleeping. Boston scientific technical discussed atrial pacing at lower rate limit (lrl) at rest. Also, ts discussed lead diagnostics and all diagnostics on both leads are stable and within normal limits. This lead remains in service. No adverse patient effects were reported.